Event description:
It was reported that the pt became hypotensive 24 hours after surgery. The pt was admitted to the hospital for observation and stabilization of his blood pressure. The event was considered resolved on (B)(6) 2011. The pt was in a stable condition but remained in the hospital for on-going monitoring. The event was assessed as serious, medically significant, involving hospitalization and life threatening. It was assessed that the relationship between the event and the drug baclofen was possibly related. Concomitant medications included aspirin, ramipril, dipyridamole, simvastatin, metformin, sitagliptin, tizanide, folic acid, vitamin b complex and co-codamol. It was later reported that on an unk date the pt's blood pressure (bp) was 135/77, the heart rate was 93 beats/minute and the temp was 36.8f. The pt experienced mild abdominal pain and very severe inter-scapula back pain. During the pt's hypotensive episode and hospitalization, the pt's bp dropped to 50/30, the heart rate was 100 beats/minute and the temp was stable at 36.8f. The pt was treated with intravenous fluids. Following aggressive rehydration, the pt's bp increased to 124/64. The pt was discharged from the hospital on (B)(6) 2011. The pump dose was decreased from 100 mcg/day to 75 mcg/day.

Manufacturer narrative:
(B)(4).